Event description:
The customer observed discrepant hemoglobin results on cell-dyn ruby analyzer for one (B)(6) patient diagnosed with b cell lymphoma. The results provided were: on (B)(6) 2022 hemoglobin=8.65 g/dl /repeated on (B)(6) 2022=7.62 g/dl there was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the tracking and trending report determined that there are no trends for the product for the complaint issue. The review of this data did not identify any adverse trends or abnormal complaint activity. Review of the data found that the cd ruby analyzer, s/n (B)(6), flagged the wbc and wbc differential parameters as suspect indicating that the verification of results was required. Multiple parameters, including the hgb, were also flagged as violating the patient limit sets, which are specified limits for numerical results for all parameters. Results below the lower range limit are color-coded yellow and results above the upper limit are color-coded purple. The generation of these flagged results indicated that verification of the results might be necessary according to laboratory procedures. Morphology flag for ig/band and (dflt (nlmeb) were generated for both seq 5420 and 5497. The varlym suspect population flag was also generated for seq 5420. The cell-dyn ruby operator¿s manual (9212934g) provides possible causes and suggested actions to take for these flags. Customers should follow their laboratory protocol to confirm the results. Review of the scatters indicated that this sample did not exhibit the typical normal wbc differential separations. Based on the information provided, the issue was sample specific. The cd ruby analyzer flagged the sample indicating further verifications of the results would be required. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the ruby analyzer, serial number (B)(6).